Event description:
The customer reported that on (B)(6) 2011 erroneously low prostate specific antigen (psa) results, within the normal reference range, were generated on an synchron lxi 725 system for three patients. The low psa results were released from the laboratory, and while there were no reports of adverse event or serious injury related to this event, it is unknown as to whether there was a change to patient management. The patients were all drawn again at later dates. In two instances, the new sample results were higher and considered valid. Patient three's repeat results were not provided by the customer. Beckman coulter inc review of the instruments service history indicated that preventive maintenance activities were performed on this instrument the day prior to the event. Actual patient data, patient information and sample collection/handling information were not provided by the customer. No other patient results were questioned as erroneous as part of this event.

Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Assessment of customer supplied instrument/assay performance data indicated that all three levels of quality control results dated from (B)(4) 2011 were within two standard deviations of the customer's established means. Beckman coulter inc. Assessment of customer supplied system checks results (performed on (B)(6) 2011) indicated that the system check initially failed due to a high substrate mean and percent coefficient of variation. The customer repeated just the substrate portion of the system check and obtained passing specifications. It is unknown if any troubleshooting occurred between the initial and repeat tests. A definitive root cause has not been determined to date for this event.